Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully deployed missing its plunger/needles assembly, anterior cuff and link limiting the scope of the investigation. The suture was fully free of the device with the posterior needle tip attached and engaged with the posterior cuff. There was no detected suture damaged and the preformed knot had been unraveled. The link had broken from the posterior cuff leaving a small amount of material within the posterior cuff. Inspection of the device handle assembly did not detect any handle, guide or foot damage. Blow through marks were present on the posterior foot, indicating aposterior cuff ejection form the posterior foot. A proxy plunger was inserted into the device to check for the proper needle trajectory. The attempt was successful with both needles entering their respective foot pocket with no detected resistance to plunger removal from the handle. The detected link break at the posterior cuff would result in a failure to retrieve the suture during the plungers retraction and removal from the handle and appear as a cuff miss as was reported confirming the complaint. A link to cuff detachment suggested that there was possible resistance to unrestricted suture travel through the device while retracting the needle plunger or the plunger may have been aggressively removed from the handle. However no observations were noted that could confirm a cause or contribute to the link detachment from the posterior cuff. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Based on the results of the analysis of the returned components and review of the complaints reported against the lot, the cause for the link to posterior cuff break could not be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, two proglide devices "misfired" during use. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. Though requested, additional information was not provided.